Event description:
The daughter of a female patient contacted lifecor customer support to report that when they changed the battery pack, the monitor would not start. Support sent a patient services representative (psr) to the patient. The psr saw bent pins within the battery well of the monitor. The psr replaced the monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor has been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. The monitor was retested and then restocked. The root cause of the bent pins is unknown, but is likely due to a battery pack being forced into a monitor with the connector misaligned. The damaged connector on the monitor was replaced. No adverse events resulted from the damaged monitor. The psr received a replacement monitor.